Manufacturer narrative:
The device history record for the reported lot number, m5082t625, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers)

Event description:
It was reported through a medwatch report received on (B)(6) 2015, and FDA user facility number 5200980000-2015-8027 that stated, "the suction catheter was leaking, causing low tidal volume delivery, and the patient's ventilator asynchrony with ventilation. The patient's volumes were very low. The catheter was changed, and the patient did not sustain any harm. The issue was resolved after the new catheter was put in place." No adverse event or patient injury reported.